Event description:
This is a test submission. Do not process! Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, peri-implantitis, inflammation, mobility.